Event description:
Boston scientific received information that at the first follow up since the implant of this right ventricular lead, high shock impedances greater than 125 ohms were noted. A review of patient data revealed that shock impedance measurements have been above 125 ohms since 3 days after implant. During the revision procedure, a loose connection was noted as the rv lead pin fell out of the distal port as the device was removed from the pocket. The pin was re-inserted and the device re-implanted in the pocket. Normal shock impedances were noted with further remedial action required.

Manufacturer narrative:
The lead was modified surgically and remains in service. No further information is available. This report will be updated if more information becomes available.